Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the suture coming loose was unknown.

Event description:
Additional information was received from a manufacturer representative (rep) who was with the patient in clinic at the time, reporting that it had previous been reported that the patient was experiencing a "zapping" sensation when reclining with their adaptive stim. Rep reports following that call, patient still experienced this sensation and had a pocket revision completed, as the battery "flipped" in the pocket. This revision was completed two weeks ago. Mdt rep also states that since the pocket revision, the patient is continuing to experience the "zapping" sensation when reclining with their adaptive stim. Patient is reported to alleviate this sensation by turning on to their right side. This was able to be re-created in clinic today with rep present. Patient reports they have to sit upright in order to not feel the sensation. Tss advised rep to decrease amplitude for the reclining position, which resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported doctor has been made aware and the patient will be seeing him on (B)(6).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that for approximately the last month, patient has been getting "zapped" when they go from upright position to lying back position but only about 10% of the time. Caller stated if patient leans forward (from laying back) or lays back slowly, they don't feel the zapping. Caller stated patient has group a with programs 1-4 with the following amplitudes: upright - 3.5 ma, lying back 1.5-2.0 ma, reclining - 2.0 ma, lying left/right - 3.5 ma. When caller checked positioned, all were correct except for when patient reclined, tablet showed lying right. Caller confirmed transition times for upright to lying/reclining were set to 0 seconds and lying back angle was set to xx-large. Tss had caller change upright angle to x xx-small and re-orient the ins. When caller checked positioned again, it was still showing lying right when patient was reclined but the patient wasn't feeling any zapping when going from upright to lying back. Tss reviewed that it appears the zapping may be resolved but it will be difficult to get the ins oriented in a way to resolve the reclining/lying right issue as it may be how the ins is sitting in the pocket. It was decided to leave everything as is and patient will try new settings for a month. Patient will see hcp again in a month and can be reprogrammed then, if necessary. Tss reviewed patient can still turn adaptive stim completely off or manually adjust for reclining position, if needed. Caller confirmed that "zapping" is happening more often and patient has history of adhesion issues so scar tissue isn't forming around ins so ins is moving in the pocket. Patient confirmed that "zapping" is a mild-strong stim sensation that isn't necessarily painful and it is the worst when they lay completely flat. Patient does not want to turn adaptive stim off. Tss walked caller through re-orienting the ins and confirmed that "check position" was showing correctly for upright, lying back and lying right. Tss walked caller through checking position that patient commonly goes into at home: sleeping on their right side at slight incline (no zapping experienced at home) which showed lying right as expected and patient slightly reclining back for watching tv (slight zapping in leg) which showed upright as expected. Caller stated they think patient's amplitudes are too high so those were decreased today. Tss reviewed potential for positional stim and that with ins moving in pocket, reorientation may not be a lasting fix and ultimately, hcp may need to consider re-securing ins in pocket. Caller was going to leave patient with changes today and will monitor patient. Tss reviewed that since adaptive stim angles/cones were adjusted at last appointment and zapping increased, it may be beneficial to change those angles/cones back to where they were originally but tss and caller didn't want to make multiple changes at one time and will address this in the future, if necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins flipping was due to a suture coming loosing. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.